Manufacturer narrative:
This report is for four (4) unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported patient was implanted with a variable angle (va) lateral plate and an unknown quantity of 2/7mm cortex screws on (B)(6) 2018. It was further reported that one (1) of the 2.7 mm screws bent and the head broke when tightening. Surgeon expressed concern of the screw¿s ability to hold the fracture. Surgery was completed with no delay. Patient is reported to be young with hard bone. Concomitant device reported: va lateral plate (part number unknown, lot number unknown, quantity 1). This report is for four (4) unknown cortex screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that it was the second screw down that was bent and the third screw down has the broken screw head. The most proximal screw is not affected.

Manufacturer narrative:
Second concomitant device added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: t8 stardrive screwdriver (part: unknown, lot: unknown, quantity: 1)

Manufacturer narrative:
Customer quality conducted a review of the provided x-ray. Based on the received x-ray is the complaint not confirmed for the unknown screw. There is one deformed screw visible and it is assumed that this is the screw where the part- and lot number was provided. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.